Event description:
It was reported that the patient presented for follow up via merlin.net. Device interrogation revealed several stored episodes of noise reversion caused by over-sensing exhibited by the right atrial lead. Noise was attributed to electromagnetic interference. No interventions were reported. The patient was stable.